Manufacturer narrative:
Concomitant products: 507645 lead, implanted (B)(6) 2007.

Event description:
It was reported that a remote transmission indicated the patient experienced ventricular tachycardia. However, a check at the clinic one day later found that the patient was asymptomatic. The cause was determined to be sensing noise on the left ventricular (lv) channel. Also noted was intermittent loss of capture by the lv lead. The lv lead was inactivated. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was further reported that in fact there was no lv lead malfunction, that the observed behavior was a consequence of patient anatomy, and that the lv lead¿s inactivation was a medical decision based on the fact that because the patient has an active lv assist device, lv pacing would be ¿moot.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.